Event description:
Litigation alleges that the patient experienced pain, disability, and disfigurement on account of her asr left hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/2/2014 - sales rep reported revision surgery. No reason for revision. Patient did not have elevated metal ion levels, and the cup was found to be well fixed with over 60% osseointegration. There is no new additional information that would affect the investigation. This complaint was updated on: 06/26/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.